Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room on (B)(6) 2017 due to high blood glucose. They had been having high blood glucose for hours and it would not come down. The infusion set¿s cannula was bent. They changed the site twice. The customer¿s blood glucose level during the incident was 482 mg/dl. The customer stated that per the attending health care professional, the high blood glucose may have been related to the device settings. They were treated with insulin and intravenous therapy. They were wearing the insulin pump at the time of hospitalization. The device will not be returned for analysis.